Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir and bottom screen. The pump was cracked. The customer's blood glucose level was 72mg/dl. The customer states there was a blank screen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No blank display anomaly or frozen screen anomaly noted. No moisture damage was found inside the insulin pump. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.